Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis:compression fracture procedure: kyphoplasty levels treated : t8 intra-op, balloon popped(ruptured) while inflating in the patient¿s t8 vertebral body. The maximum volume was 2cc¿s with a pressure of 150psi. The procedure was successfully completed with the original product. There was no delay in overall procedure time. There were no patient symptoms or complications reported as a result of this event.